Event description:
The reporter stated that the tubing is falling out of the syringe. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The product has not yet been received for evaluation. The device history could not be reviewed without a reported lot number as a reference. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An add'l report will be submitted should information become available that impacts the outcome of smiths' investigation.